Manufacturer narrative:
Product in complaint was returned to zoll circulation on 07/15/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that one of their autopulse® li-ion batteries has a fault. This battery has only been functioning for half of its expected life. No adverse patient sequelae was reported. No further details were provided. Please note that the date of event is unknown.

Manufacturer narrative:
The autopulse® li-ion battery was returned to the manufacturer for analysis. Investigation results as follows: the reported complaint was confirmed. Archive data analysis results indicated "gas gauge communication fault". Random errors due to noise or esd may trigger a fault in the communication between the gas gauge and the battery processor. In most cases, the processor is able to correct the fault and the battery continues to function normally. On rare occasions, the fault cannot be corrected and the battery cannot be charged.